Manufacturer narrative:
(B)(6) 2018. (B)(4). The philip's service engineer evaluated the device. The touchscreen was calibrated and the ventilator was returned to use.

Event description:
It was reported that the ventilator touchscreen was faulty. There was no patient involvement. The event date was not specified, estimate used.